Event description:
Device implanted 2003. Brachytherapy successfully delivered with a balloon infusion volume of 5 ccs 24 days later for one week. In 2004 pt presented with cerebral edema that has resolved. The site stated that the event was considered possibly related to the device.